Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. The treatment for, and the outcome of the peritonitis event was not reported. On an unreported date, the patient's pd catheter would be removed and dianeal therapy would be discontinued. No additional information is available.